Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v260805, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the internal stimulator needed to be replaced, noting that they had it since 2009. An ins replacement surgery was set for (B)(6) 2017.

Manufacturer narrative:
Other applicable components are product ID: 3889-28, lot# v260805, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was feeling bad shocking sensations where the leads are located. Patient stated that they used their programmer to check settings and they saw the warning por (power on reset) message screen. Patient stated that they called their health care provider (hcp) and was directed to shut off the stimulation. Patient stated that they currently had the stimulation shut off but didn't want it to be shut off for long because they wouldn't get any therapy relief without it being turned on. No trauma/falls that could be related to this issue were reported. Patient stated they were just walking around their house when they felt the shocking and when then they saw the por message. No recent medical tests or electromagnetic environmental exposure was reported. Patient was redirected to the hcp. Patient stated they were planning on replacing the implant within the next few months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v260805, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient met a manufacturer representative (rep) at the hcp office on (B)(6) 2017. The rep determined that the por occurred due to the battery needing to be replaced. They tried shutting the implant off after the shocking, but they weren't able to see any screen other than the por screen. They pressed the button to shut the implant off and heard a beeping noise and the shocking stopped, but the screen didn't show that. The por message was cleared by the rep.